Event description:
First hand piece connected to harmonic generator, unable to activate. Second generator opened and connected and functioning with no problem. No incident to the patient. Dates of use: (B)(6)2010 -- (B)(6)2010.

Event description:
The baxter service representative reported a pump with an inoperative stop button on the pump head module keypad. This problem was identified during service. There was no report of patient injury or medical intervention necessary. No additional information is available. Uim master software versions with a software configuration number ending in 6.13.90 will be categorized as remediated.

Manufacturer narrative:
(B)(4). Root cause of the issues concerning the pumphead module keypad are currently being investigated under (B)(4).

Manufacturer narrative:
(B)(4). During service, an "inoperative stop button on the pump head module keypad" was discovered due to defective pump head module (phm) keypad. The phm keypad was replaced. The pump passed all functional tests and was returned to the customer.